Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510(k) number: k011028 and k013227.

Event description:
It was reported that the implant at tooth location 16 was removed. The mount screw fractured during the impression it could not be removed. Procedure was completed with another implant.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). D9: device available for evaluation change ¿no' to 'yes.' H3: device evaluated by manufacturer: change ¿no' to 'yes.' Product evaluation: one implant was returned for investigation.visual inspection via naked eye and camera magnification revealed damage to the external threads possible from the removal process.bone/tissue attached to implant external threads. Implant drive feature observed to be severely damaged.evidence of a fractured mount screw observed within the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions noted on the complaint. Bone density type IV. The reported device was located on tooth site 16 (fdi) when the event occurred. Picture/x-rays: pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: instructions for use: tapered screw-vent®, advent® and trabecular metal¿ implants (4869 rev 9 ¿ 10/19). Information identified: contraindications & precautions. Instructions for use for zimmer dental implant systems (4894 rev. 6 ¿ 08/19). Information identified: 'precautions' 'breakage' 'warning.' Per the IFU, it is stated that improper techniques, severe bruxism, clenching and overloading, may cause component fracture. DHR review: DHR review was completed for the subject lot numbers (1239633). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1239633) for similar event (complaint category keywords: fracture screw) and revealed no existing non-conformances /CAPA hhe/ d/ie/product holds for the reported product. Post market trend review: august post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture screw) and devices (tsv6b8/mount screw). Malf/event: based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.